Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy, the staples on both staple lines closest to the cut line were malformed when the device was used on the gastric body at the 4th firing. Also, the malformed staples were found on whole length of the staple line. The malformed staples were removed and additional suture was performed endoscopically. There was no unexpected resistance at the time of the 4th firing and the device could be fired as intended prior to the 4th firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that four ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. No functional test could be performed due to the condition of the reload. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.